Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had dso seal degradation. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
Correction to b5, and the health effects: there was no patient involvement. One device was received for evaluation. Visual inspection found the device in used condition. Functional testing was able to verify the reported problem. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.